Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a black screen and the device cannot recognize the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e315 error and the screen went black after the device was started due to water intrusion of the electrical connectors/printed circuit boards, the image was flickering with stripes due to the deterioration of the charged coupled device, and the scope connector had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.